Event description:
It was reported that a patient underwent a gynecological procedure. During the procedure, the lights on the right side of the device were turning on and off. It was unknown how or if the case was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.